Event description:
It was reported that the customer had high blood glucose levels of 416 mg/dl. The father of the customer reported that when he removed the infusion set of the insulin pump; the cannula was bent. The father of the customer was wondering why the insulin pump did not alert the customer to a no delivery alarm. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.